Event description:
Covidien 13in clip applier misfired, clip did not fully engage. Charge nurse informed and was shown device error. Md suggested removal of device from circulation due to possible harm to patient. Patient was not affected by misfired clip. Clip lot# p0c1511y, exp date [redacted date]. Manufacturer response for covidien 13in clip applier, covidien 13in clip applier (per site reporter). [Redacted date] initial contact or, [redacted name] confirmed they notified the rep [redacted name] and [redacted name] on [redacted date] and will be returning the product to the manufacturer.